Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter reading inaccurately high compared to another meter. The reporter alleged readings of "589, 576mg/dl" compared to "114mg/dl" on a onetouch ultramini meter. The reporter did not provide any blood glucose readings. This complaint is being reported because the reported results did not meet lifescan's precision/accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.